Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be determined, however it is likely the following led to the malfunction: the problem was caused by contamination of the electrical contacts of the system. The event can be prevented by following the instructions for use which state: before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿electrical contact error. A cleaning message was issued, but no improvement." Was not confirmed. The following findings were also noted during device evaluation: scratches and chips found throughout the device, due to wear of angle wire, bending angle in up direction does not meet specifications, due to damage on lock engagement lever, bending section cannot be fixed firmly, video connector is deformed, and due to damage on charged coupled device (ccd) unit, the image has white dots. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an electrical contact error. A cleaning message was issued, but no improvement. There was no report of patient harm or user injury associated with this event.